Event description:
It was reported to medtronic minimed that the customer passed away on unknown date of death. Cause of death was unknown cause of death. Other relevant history, including preexisting medical conditions: no contributing factors were identified. It was not known if the patient was wearing the pump at the time of passing. The last known product(s) for this customer are as follows: mmt-1884, unomedical, mmt-332a, mmt-7040a. Customer reported low blood glucose. Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. Auto mode was active at the time of low blood glucose event. Customer does not believe the pump is over delivering. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-7040a.updated summary:-it was reported to medtronic minimed that the customer passed out due to low blood glucose. Customer reported hypoglycemia treated with hospitalization. The product evolved mmt-1884, unomedical, mmt-332a, mmt-7040a. Troubleshooting was performed. Customer reported low blood glucose. Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. Auto mode was active at the time of low blood glucose event. Customer does not believe the pump is over delivering. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-7040a.frn-mmt-332a-rsvr, unomed set, ozp-mmt-7040a-snsr

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.